Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 8107013. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tip had cracks in it found during use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse followed the doctor's instructions to use the intravenous indwelling needle for the patient's infusion treatment. During the puncture process, it was obvious that it was difficult to insert the needle. After the puncture failed, the needle body was inspected and it was found that the tip of the indwelling needle¿s catheter tubing had obvious cracks."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tip had cracks in it found during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse followed the doctor's instructions to use the intravenous indwelling needle for the patient's infusion treatment. During the puncture process, it was obvious that it was difficult to insert the needle. After the puncture failed, the needle body was inspected and it was found that the tip of the indwelling needle¿s catheter tubing had obvious cracks."